Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 17-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("when pain is present and days when it isn¿t") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of renal surgery (e I had 3 surgeries on my kidneys and bladder). On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation ("I lost the left-side implant"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), myalgia ("I had muscle pains turning into cramps"), tinnitus ("tinnitus"), insomnia ("I hardly ever slept"), malaise ("malaise"), dizziness ("dizziness"), migraine ("migraines"), cardiac arrest ("I lost 400 ml of blood and had a cardiac arrest during the surgery"), fibromyalgia ("fibromyalgia"), tooth disorder ("tooth problems"), alopecia ("hair loss") and visual impairment ("vision problems having to wear progressively bifocal glasses") and was found to have weight decreased (" I lost 23 kg in 4 months"). The patient was treated with surgery (to remove essure ). Essure was removed on (B)(6) 2021. At the time of the report, the myalgia, tinnitus, tooth disorder, alopecia and visual impairment had not resolved. The outcomes for endometriosis, adenomyosis, insomnia, malaise, dizziness, migraine, weight decreased and cardiac arrest were unknown. No causality assessment was received for essure with regard to device dislocation, endometriosis, adenomyosis, myalgia, tinnitus, insomnia, malaise, dizziness, migraine, weight decreased, cardiac arrest, fibromyalgia, pelvic pain, tooth disorder, alopecia or visual impairment. The reporter commented: I had essure implants inserted in (B)(6) 2015, but 18 months later I lost the left-side implant. I visited the gynecologist who placed them, but he referred me to one of his colleagues who removes them via coelioscopy. So I went to get a second opinion, as in the meantime my husband told me he wanted a divorce, so I withdrew into myself, went to examinations on my own out of sense of duty to do all that, but I asked not to be resuscitated, as at a younger age I had 3 surgeries on my kidneys and bladder they saved my left kidney and implanted my bean shaped bladder with an inverted urethra. My gynecologist warned me it would be difficult as I lost 23 kg in 4 months, the fat was around my uterus. During the surgery, my left fallopian tube was stuck to my colon, so she preferred to leave a piece of it, otherwise she would have to create a stoma. I lost 400 ml of blood and had a cardiac arrest during the surgery that was supposed to take 45 minutes but lasted 5 hours. It was very hard to remove the uterus, but he had to pay attention to everything around it so as not to damage other organs. I remained on medical leave from february until june, and all that in a shared accommodation where I had to sleep on a sofa but had no other choice. Having the implants removed left me with a feeling of having my body mutilated, having lost something, I had left home, but I had the pains again. I talked to my doctor about them, he asked me questions, and according to him, I am affected with fibromyalgia. There are days when pain is present and days when it isn¿t. I did not want my doctor to put me on medical leave again, as I only have my salary to sustain myself and it¿s very complicated, especially during examinations. Nobody was aware. I lied so as not to bother or worry anyone - I was saying I was away for training or was at a meeting, I only told my children about the surgery 1 week in advance. I left a letter to tell that I knew there were risks I had been warned about, but. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-may-2024. The most recent information was received on 28-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("when pain is present and days when it isn¿t"), procedural haemorrhage ("I lost 400 ml of blood and had a cardiac arrest during the surgery") and device dislocation ("I lost the left-side implant") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bladder operation (reimplanted my bean shaped bladder with an inverted urethra.) And renal surgery (3 surgeries on kidneys and bladder). On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced device dislocation (seriousness criterion intervention required). Patient was treated with left side essure removal surgery via coelioscopy. On unknown date she experienced pelvic pain (seriousness criterion intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), muscle spasms ("I had muscle pains turning into cramps"), tinnitus ("tinnitus"), insomnia ("I hardly ever slept"), malaise ("malaise"), dizziness ("dizziness"), migraine ("migraines"), fibromyalgia ("fibromyalgia"), tooth disorder ("tooth problems"), alopecia ("hair loss"), visual impairment ("vision problems having to wear progressively bifocal glasses"), procedural complication ("I lost 400 ml of blood and had a cardiac arrest during the surgery"), a first episode of myalgia ("I had muscle pains turning into cramps"), fallopian tube adhesion ("left fallopian tube was stuck to my colon") and a second episode of myalgia ("3 years after the surgery, I still have muscle pains") and was found to have weight decreased ("I lost 23 kg in 4 months"). The patient was treated with surgery (removal of the right-side essure implant and uterus removal on (B)(6) 2021. On (B)(6) 2021 she experienced procedural haemorrhage (seriousness criterion medically important). At the time of the report, the muscle spasms, tinnitus, tooth disorder, alopecia and visual impairment had not resolved. The outcomes for procedural haemorrhage, endometriosis, adenomyosis, insomnia, malaise, dizziness, migraine, weight decreased and procedural complication were unknown. Essure was removed on (B)(6) 2021. No causality assessment was received for essure with regard to device dislocation, endometriosis, adenomyosis, muscle spasms, tinnitus, insomnia, malaise, dizziness, migraine, weight decreased, procedural haemorrhage, fibromyalgia, pelvic pain, tooth disorder, alopecia, visual impairment, procedural complication, the first episode of myalgia, fallopian tube adhesion or the second episode of myalgia. The reporter commented: I had essure implants inserted in (B)(6) 2015, but 18 months later I lost the left-side implant. I visited the gynaecologist who placed them, but he referred me to one of his colleagues who removes them via coelioscopy. So I went to to get a second opinion, as in the meantime my husband told me he wanted a divorce, so I withdrew into myself, went to examinations on my own out of sense of duty to do all that, but I asked not to be resuscitated, as at a younger age I had 3 surgeries on my kidneys and bladder they saved my left kidney and implanted my bean shaped bladder with an inverted urethra. My gynecologist warned me it would be difficult as I lost 23 kg in 4 months, the fat was around my uterus. During the surgery, my left fallopian tube was stuck to my colon, so she preferred to leave a piece of it, otherwise she would have to create a stoma. I lost 400 ml of blood and had a cardiac arrest during the surgery that was supposed to take 45 minutes but lasted 5 hours. It was very hard to remove the uterus, but he had to pay attention to everything around it so as not to damage other organs. I remained on medical leave from (B)(6) until (B)(6), and all that in a shared accommodation where I had to sleep on a sofa but had no other choice. Having the implants removed left me with a feeling of having my body mutilated, having lost something, I had left home, but I had the pains again. I talked to my doctor about them, he asked me questions, and according to him, I am affected with fibromyalgia. There are days when pain is present and days when it isn¿t. I did not want my doctor to put me on medical leave again, as I only have my salary to sustain myself and it¿s very complicated, especially during examinations. Nobody was aware. I lied so as not to bother or worry anyone - I was saying I was away for training or was at a meeting, I only told my children about the surgery 1 week in advance. I left a letter to tell that I knew there were risks I had been warned about, but when nothing goes right, I have gloomy thoughts and not much interest - in brief, nowadays, 3 years after the surgery, I still have muscle pains in the morning or on weekends; the muscles hurt but I try to hold my head up without revealing my pains to anyone, I would like all this to stop but all this rubbish has turned my life into hell - before and even after. Here are my sufferings. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. [Biopsy cervix] (date unknown): endometriosis and adenomyosis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.